Manufacturer narrative:
Evaluation summary: the product was returned wrapped in gauze and returned in a container with a lid. Analysis shows one haptic is broken off, the optic is scratched and torn/split/cracked into two pieces. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Blood and solution was observed on the returned product. Product history records were reviewed and all documents indicate the product met release criteria. Additional info was provided, which indicated an approved cartridge was used; however, with an unapproved handpiece an unapproved viscoelastic. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause for the damage. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A surgeon reported that one day after an intraocular lens (iol) was implanted, he noticed that the iol was dislocated and the pt had vision loss. Four days later as the surgeon was attempting to reposition the iol, he observed that the haptic was broken. He then exchanged the iol for a lens of the same model. The surgeon reported the use of an unapproved handpiece and viscoelastic during the initial surgery. In a follow up, the surgeon reported that the pt was improving on postoperative day eleven.